Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that there was a vent failure during a case. There was no patient injury reported.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation was performed on the basis of the initially reported information and the provided log file as no replaced parts were available for investigation . The device has been in use since replacement of the pump without further problems reported. With the initial report we were informed that error code v045 was found. The error code v045 ¿membrane pressure high¿ is logged when the membrane vacuum exceeds the maximum value of ¿ 250mbar for automatic ventilation. The vacuum pressure is required to keep the ventilator membrane in place during piston movement. If the device detects a significant deviation between measured value and target value the ventilator stops working as a precautionary measure. Due to the lack of additional information the exact root cause of the increased vacuum pressure could not be determined. In case the fabius shuts down automatic ventilation, the device will generate an audible alarm and a visible alarm message "ventilator fail". Switching to manual ventilation is possible. Monitoring is still functional.